Event description:
It was reported that during a lap-band and unplanned paraesophageal hernia repair, the enseal device did not appear to perform normally. It was later discovered that a damaged generator had been used for the procedure. After the procedure was completed and the patient moved to the post-anesthesia care unit, the patient was returned to the or for a secondary procedure to stop internal bleeding. Patient was discharged from hospital with normal post-op lap-band instructions.

Manufacturer narrative:
Evaluation summary: disposable unit: the disposable device was tested for performance and passed specification requirements. Visual inspection did not show damage. Generator: the electrosurgical generator was also returned for evaluation. It was noted that the generator had a significant dent in the cover, the screws were stripped that hold the cover in place, and the cover was loose. There were also loose particles or component pieces inside the generator. This damage appeared to be the result of severe impact to the generator. Apparently as a result of the impact damage to the generator, the generator delivered power only intermittently. Conclusion: electrosurgical generator was damaged and as a result, was not functioning normally. The instructions for use clearly state: examine the generator for damage. Do not use a damaged device.